Event description:
Performed start-up procedure for iabp pumping unit. Error alarm sounded and "electrical error #58" banner flashed on monitor screen. Turned power off per "help directions. Repeated start up procedure with same results. Obtained 2nd iabp unit. Performed start up procedure w/o incident, 1st iabp taken out of service. Reason for use: acute mi and cardiogenic shock.